Event description:
A report was received from health canada's canada vigilance program which states, "pt's pump alarmed indicated fluid container empty. Pt was running gemtuzamab and pump settings indicated another 25 minutes of the 2 hour infusion remained. Chemo bag empty, medication delivered. Medication was run as a primary line with a ch-10. Vss, moderately hypertensive, sbp 150's for duration of infusion. Bp's returned more to baseline on completion of gemtuzamab. Dmoh alerted, no intervention at this time. Set aside and labeled brain and both modules. Module a serial # (B)(6). Changed to a new brain and modules." Bd has received additional information. It was reported by the customer that the event occurred on (B)(6) 2024, at 5pm. Bd has received additional information. Per the customer regarding the patient's status: "vital signs stable, moderately hypertensive, systolic blood pressure was 150's for duration of infusion. Blood pressure returned more to baseline on completion of gemtuzamab.

Manufacturer narrative:
Correction: unique device identifier (UDI)#. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary : the reported issue of an over infusion of gemtuzumab was not able to be confirmed though the log analysis or replicated on the suspect pump module ¿ the log analysis identified the infusion of gemtuzumab with a custom concentration at 4.5mg/68.4ml was infused to completion on the suspect pump module on the date 21mar2024 between the time of 3'44 pm and 5¿49 pm. The infusion rate was at 34.2ml/h with the volume to be infused at 68.4ml. ¿ the primary volume infused (pvi) was recorded at 17.716ml with the secondary volume infused (svi) recorded at 20.022ml when the above infusion was started both values are accumulated totals from prior performed infusions. ¿ the pvi was recorded at 86.708ml at the infusion completion. The total volume infused for the gemtuzumab infusion was calculated at 68.992ml. The value was derived by subtracting the pvi value (17 716ml) at the start of the infusion from the pvi value (86.708ml) at the end of the infusion. ¿ there was no indication found within the log analysis that the infusion of gemtuzumab infusion had 25ml remaining to be infused with the IV bag empty. O it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of a pump module or a pou event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered ¿ the inspection and testing process did not find any existing malfunctions with the suspect pump module. The pump module was found to be infusing within specification with no observances of unregulated flow occurring during the testing process ¿ the requested incident administration set was not provided by the facility, therefore, it could not be inspected or tested. O per product labeling, alaris system user manual (v12.1), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ it is not known if any of the preceding conditions may have existed at the time of the reported incident, and there was no report of an infusion discrepancy occurring with the two prior basic infusions that infused to completion. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Root cause: the root cause for the reported issue of an over infusion of gemtuzumab was not able to be identified during the investigation. The suspect pump module was found to be infusing within specification. Note that this report lists imdrf annex a0401, g0405206, c16, d03 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Manufacturer narrative:
Omit: e2403 - no clinical signs, symptoms or conditions, b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Added pi to the unique device identifier (UDI)# field. Additional information: medical device serial #, unique identifier (UDI) #, device available for eval?, returned to manufacturer on, device eval by manufacturer?, device manufacture date, imdrf annex e, a, g, b, c codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
A report was received from health canada's canada vigilance program which states, "pt's pump alarmed indicated fluid container empty. Pt was running gemtuzamab and pump settings indicated another 25 minutes of the 2 hour infusion remained. Chemo bag empty, medication delivered. Medication was run as a primary line with a ch-10. Vss, moderately hypertensive, sbp 150's for duration of infusion. Bp's returned more to baseline on completion of gemtuzamab. Dmoh alerted, no intervention at this time. Set aside and labeled brain and both modules. Module a serial #(B)(6) . Changed to a new brain and modules." Bd has received additional information. It was reported by the customer that the event occurred on (B)(6) 2024 at 5pm. Bd has received additional information. Per the customer regarding the patient's status: "vital signs stable, moderately hypertensive, systolic blood pressure was 150's for duration of infusion. Blood pressure returned more to baseline on completion of gemtuzamab.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A report was received from health canada's canada vigilance program which states, "pt's pump alarmed indicated fluid container empty. Pt was running gemtuzamab and pump settings indicated another 25 minutes of the 2 hour infusion remained. Chemo bag empty, medication delivered. Medication was run as a primary line with a ch-10. Vss, moderately hypertensive, sbp 150's for duration of infusion. Bp's returned more to baseline on completion of gemtuzamab. Dmoh alerted, no intervention at this time. Set aside and labeled brain and both modules. Module a serial #(B)(6). Changed to a new brain and modules." Bd has received additional information. It was reported by the customer that the event occurred on (B)(6) 2014 at 5pm>